Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that ¿my stimulator¿ is not working and she needed to have an MRI on her neck. The patient reported that she spoke with a manufacturer¿s representative (rep) over the phone regarding the ins not working and was instructed to call in for troubleshooting. The patient reported that she had the recharger connected last night and it showed fully charged. The patient had the recharger plugged into the wall. The patient also purchased new aa batteries to insert into the patient programmer (pp) to see if that would help resolve the issue. The patient reported that she was last able to successfully charge about 3 weeks ago. The patient reported that she had not seen the coupling boxes appear on the recharger. The patient attempted to connect with both the pp and recharger and both connections were unsuccessful. The patient described seeing the poor communication screen. Additional information was received from a rep. The rep reported poor communication. The rep reported that 3-4 weeks the stimulation had been off and the patient noticed last week that the ins wouldn¿t communicate with external devices. The rep was getting poor communication with the ins and the clinician programmer wasn¿t connecting to the ins. The rep used antenna locate to find a location for charging and stated that the numbers displayed were 74, 84, 84 on the antenna locate screen. It was reviewed that the ins was likely in overdischarge. The rep was to continue charging with the patient. Additional information was received from the patient on 2019-11-05. The patient reported that she met with a rep yest erday and the rep started the restart process and told her to go home to complete the process and when she got home, she couldn¿t complete the process. The patient reported that therecharger screen was stuck on the antenna locate screen and prav54 on the screen. Additional information was received from a rep on 2020-02-12. The rep reported that the patient¿s ins was being replaced next week because it was overdischarged and another rep couldn¿t get the ins out of overdischarge via physician recharge mode. Additional information was received from a rep on 2020-02-20. The rep reported that the patient¿s ins was overdischarged because the patient hadn¿t charged in 2 months or more. The antenna was used to get the best position, but the ins wouldn¿t recharge. The issues were resolved. No further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the physician disposed of the device. No further complications were reported or anticipated.